Manufacturer narrative:
Device had missing keypad overlay. Device received with unresponsive keypad assembly due to corrosion. During visual inspection, found the keypad assembly corroded. Unable to perform displacement test and self test due to corroded keypad. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had stuck button alarm. The customer¿s blood glucose level was 20 mmol/l at the time of the incident. The insulin pump will be returned for analysis.